Event description:
Chen, j., tao, m., han, j., feng, x., peng, f., tong, x., niu, h., ma, n., <(>&<)> liu, a. (2021). Pipeline embolization device for the treatment of unruptured intracranial dissecting aneurysms. Frontiers in neurology, 12, 691897. Https://doi.org/10.3389/fneur.2021.691897 medtronic review of the literature article found a study in which 80 patients had pipeline embolization devices (peds) implanted for the treatment of intracranial dissecting aneurysms (idas). Ped only was used to treat 61 aneurysms and ped with adjunctive coil was used to treat 12 aneurysms. Successful ped deployment was achieved for all patients though 2 required a second attempt for successful deployment. Favorable outcome was noted to be 95%. The conclusion of the article was that reconstruction using a ped is safe and effective in the treatment of unruptured idas, showing favorable long-term clinical and angiographic outcomes. However, the complications of this treatment should be noted. Careful selection of appropriate patients and individualized antiplatelet therapy might be needed. Three patients died post-operatively. The first experienced intracranial hemorrhage on day 1 post-operative and died. The second patient suffered a thromboembolic complication within 2 days of the procedure and underwent a vertebral artery sacrifice procedure and recovered; however, 10 months later the patient died due to in-stent thrombosis. Another patient died suddenly due to unknown reasons one month after discharge.

Manufacturer narrative:
Related to rr #: 2029214-2022-00175 which was reported for device malfunction noted in the same article. A2. Reported patient age refers to the median age of all patients included in the study. A3. Reported patient sex (male) refers to the majority of all patients included in the study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Related to rr #: 2029214-2022-00175, which was reported for device malfunction noted in the same article. Reported patient age refers to the median age of all patients included in the study. Reported patient sex (male) refers to the majority of all patients included in the study. If information is provided in the future, a supplemental report will be issued.

Event description:
Chen, j., tao, m., han, j., feng, x., peng, f., tong, x., niu, h., ma, n., & liu, a. (2021). Pipeline embolization device for the treatment of unruptured intracranial dissecting aneurysms. Frontiers in neurology, 12, 691897. Https://doi.org/10.3389/fneur.2021.691897 medtronic review of the literature article found a study in which 80 patients had pipeline embolization devices (peds) implanted for the treatment of intracranial dissecting aneurysms (idas). Ped only was used to treat 61 aneurysms and ped with adjunctive coil was used to treat 12 aneurysms. Successful ped deployment was achieved for all patients though 2 required a second attempt for successful deployment. Favorable outcome was noted to be 95%. The conclusion of the article was that reconstruction using a ped is safe and effective in the treatment of unruptured idas, showing favorable long-term clinical and angiographic outcomes. However, the complications of this treatment should be noted. Careful selection of appropriate patients and individualized antiplatelet therapy might be needed. Three patients died post-operatively. The first experienced intracranial hemorrhage on day 1 post-operative and died. The second patient suffered a thromboembolic complication within 2 days of the procedure and underwent a vertebral artery sacrifice procedure and recovered; however, 10 months later the patient died due to in-stent thrombosis. Another patient died suddenly due to unknown reasons one month after discharge.